Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room experiencing a slow heart rate. Upon interrogation, the right ventricular lead exhibited a loss of capture; lead dislodgment was suspected. After a lead revision, the lead resumed normal function. There were no adverse consequences to the patient.